Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit or hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia and hyperglycemia. Patient reported having high and low bg levels leading to the ER visit, although no specific bg (blood glucose) values were provided. Patient reported she was sent omnipod 5 pods that were not compatible for use with the dexcom g7, therefore, she went back to mdi (multiple daily injections) of insulin to manage her bg. Patient reported she was not wearing a pod at the time of the ER visit and could not recall if the ER visit was related to not having compatible pods. It was unclear how long the patient had been off insulin pump therapy at time of ER visit. No other details are available as patient could not remember or refused to answer.